Event description:
A us distributor returned a monitor and reported monitor unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107/204/discharge profile/abnormal shutdowns) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. There was no adverse event that resulted from the damaged monitor.